Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in fungal peritonitis. The peritonitis was manifested by malaise and abdominal pain. The breach in aseptic technique was further specified as the patient ¿performed pd in a place without adequate conditions¿. The same day as event onset, the patient was hospitalized for the peritonitis event. Four days after event onset, the patient was treated with intravenous fluconazole, (no further details) for the event. Seven days after event onset, pd therapy was discontinued and the patient was started on hemodialysis. At the time of this report, the patient remained hospitalized, antibiotic therapy was ongoing, and the patient was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported the fluconazole treatment was discontinued 37 days after initiation. The same day the patient was discharged from the hospital and was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.